Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal information received regarding the insulin pump retainer ring was broken or missing from the attorney of the family. The information received on (B)(6) 2022 stated the following the reporter alleged to november 2019 as a result the customer suffered from personal injuries. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.